Manufacturer narrative:
Concomitant products: product ID 3889-28 lot# va05v8n serial# implanted: 2013-06-06 explanted: 2013-09-05 product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the device was removed due to infection. If additional information is received, a follow up report will be sent.